Event description:
The customer reported via the tm that the surgeon halted the rotary cuff repair procedure as the patient was becoming distended down into the rib area and throat area causing a potential life threatening situation due to the amount of fluid that the device was pumping into the patient. The customer further stated that a lot of fluid was also being lost on to the floor. The customer stated that the cuff repair had been completed satisfactorily, but that the patient had required more aftercare.

Manufacturer narrative:
The hospital stated, the device will be returned for evaluation. If received, a follow-up report will be submitted with investigation results. Attached are two photos taken post op.